Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charged and will boot was performed and passed. Perform internal visual inspection and passed. The log was downloaded and reviewed, found rttloss and ntc fault in the log an indication that the allegation did occurred. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.